Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amulet delivery sheath was chosen for a procedure. During the procedure, the delivery sheath was introduced for vascular access via the vena cava. The sheath was inspected before use and deemed appropriate for the patient¿s anatomy and the intended procedure. Advancement of the sheath was attempted and resistance was encountered at a kinked segment of the vessel. The sheath did not slide in easily, after being advanced under direct visualization using fluoroscopy. Due to the resistance, the resistance, the front end of the sheath became bent. The bent sheath exerted force against the vessel wall at the kinked point. A perforation of the vena cava occurred due to the applied pressure and deformation of the sheath. The perforation was identified by a sudden drop in blood pressure, and vascular specialists were called in immediately to manage the situation. The patient experienced a drop in blood pressure following the perforation but did not sustain a clinically significant delay.

Manufacturer narrative:
An event of material bent and difficult to advance with patient effects of perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. As a lot number was not received from the field, so no device history record or lot specific similar complaint review is applicable. Based on the available information, a cause for the reported material bent and difficult to advance was reported with patient effects of perforation. A serious injury/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 2199.

Event description:
It was reported that on (B)(6) 2025, a 14f amulet delivery sheath was chosen for a procedure. During the procedure, the delivery sheath was introduced for vascular access via the vena cava. The sheath was inspected before use and deemed appropriate for the patient¿s anatomy and the intended procedure. Advancement of the sheath was attempted and resistance was encountered at a kinked segment of the vessel. The sheath did not slide in easily, after being advanced under direct visualization using fluoroscopy. Due to the resistance, the resistance, the front end of the sheath became bent. The bent sheath exerted force against the vessel wall at the kinked point. A perforation of the vena cava occurred due to the applied pressure and deformation of the sheath. The perforation was identified by a sudden drop in blood pressure, and vascular specialists were called in immediately to manage the situation. The cause of the perforation was noted to be anatomy, the condition of the vessels, etc. The patient experienced a drop in blood pressure following the perforation but did not sustain a clinically significant delay.